Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient stated they were unable see, and fell to the ground, after which her son called an ambulance. The paramedics provided the patient with an unspecified glucose treatment. At an unknown time during the event, the cgm was reading 71 mg/dl and the blood glucose reading was 27 mg/dl. There was no information that more treatment was deemed to be necessary, or that the patient needed to be taken to the hospital. At the time of the report the patient was in a good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.